Event description:
During verification testing at the MFR facility, solution leaked from the arm of the prepared y-site of the tubing set.

Manufacturer narrative:
During testing, a leak was noted at the arm of the pre-pierced y-site of the tubing set. This was due to insufficient solvent application. This report represents all the information known by the reporter upon query by hospira personnel.